Event description:
The patient reported that they had turned their device off and when they turned their device back on they felt a jolt. The patient's therapy was reported to be on. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported that she is (B)(6) and does not even remember ever having shocking. The patient noted the glossary does not define the word shocking. The patient noted the first time she thought she was turning the stimulator off didn't turn down the amplitude first. The patient noted when she turned the device on again there was an uncomfortable jolt. The patient does not remember the date the event occurred or if she called the manufacturer number to find out what they should in the future. The patient asked she may have asked her healthcare professional (hcp) and manufacturer representative (rep) about it at their (B)(4)appointment. The patient noted if the shocking is the same as the uncomfortable jolt it has been resolved because now the patient knows what to do. The patient noted maybe it should be more clear in the manual about turning the stimulator down to 0.0 when turning it off so that patient's do not get a jolt when turning it back on. The patient noted the soft start/stop feature mentioned must not have been on. The patient noted they are confused about what it would done to help the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.